Manufacturer narrative:
Samples received: no samples received. Two possible batches were supplied to the end user in the past 12 months. These batch numbers are (B)(4). Analysis and results: there are no previous complaints for either of the two possible batches. There are no units of either batch in stock. (B)(4). Without a sample a complete analysis is not possible. Batch manufacturing records were reviewed. This product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: japan. Needle of this product did not come off from thread.